Event description:
Siemens became aware of an adverse event reaction related to the operation of the artis q ceiling system. The user reported that a patient experienced hair loss after embolization. Further information was provided that the hair loss was possibly caused by radiation exposure. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
Siemens healthineers completed the investigation of the reported event. The investigation was performed based on expert discussions, consideration of the complaint description, customer service reports, system history, and system log file analysis. As initially reported, after an interventional procedure, the patient suffered hair loss (after the embolization) due to radiation exposure. After an interventional procedure, the patient suffered hair loss (after the embolization) due to radiation exposure. Detailed investigation revealed that there was no system malfunction. Log file analysis of the mentioned treatment showed that the total skin dose at the two angulations were around 2.2gy. Hair loss can occur after exposure of more than 2gy. This is not system related as the system user can recognize total dose applied at any moment of the procedure from the monitor. The applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. A system check had been performed by service engineers and no system malfunction was detected. The result of the investigation does not indicate a system failure or malfunction. In conclusion the system did not cause to the communicated effect nor does it contribute to it outside the control of the operator. The problem claimed by the customer could not be confirmed. The system works as specified.